Event description:
It was reported that the implantable cardiac monitor (icm) detected false pause episodes due to undersensing. Premature ventricular contractions (pvc) were also noted. The device is still in use. No patient complications have been reported as a result of this event.